Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was showing signs of hemolysis; dark urine, plasma free hbg460, total bilirubin 2.2, hemoglobin (hgb) 14.3, inr at 2.2 and kidneys failing. The physician was instructed by the manufacturer's clinical representative that if volume and reduced speed does not resolve the hemolysis, then a pump exchange may need to be considered if the pt's symptoms continue to get worse. The manufacturer received additional info confirming that a lvad exchange took place on (B)(6), 2012.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.